Event description:
The manufacturer received information alleging a patient's blood oxygen level was 70% and not increasing when using the simplygo mini oxygen concentrator. The patient was placed on hospital oxygen and was then provided a new device. The patient's blood oxygen level recovered. The device was returned to the manufacturer's service center for evaluation. The manufacturer found the device to have a system alarm and sieve alarm logged. The compressor and sieve canister were replaced to address the issue. A leak was found during the evaluation, the sieve o2 assembly was replaced to address the issue. The device is not a life sustaining or life supporting. Product labeling states,"the oxygen delivery settings of the oxygen concentrator should be periodically reassessed for the effectiveness of the therapy."